Event description:
The customer reported via phone call that he has been experiencing high blood glucose since he got his new insulin pump. Customer's blood glucose has been over 200 mg/dl. Customer's current blood glucose was 277 mg/dl. Customer stated that he treated by giving a bolus through the pump. Customer had blood at site a couple of times. Customer stated that he has never had a bent cannula but he has had a motor failure once. Customer stated that his doctor suggested that he change the location of his set. Customer declined to check their pump programming to ensure all programming is correct. The pump passed the high pressure test. Customer was advised to change the fill cannula back to 0.5 and to do a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.